Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the architect toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71072be00. The overall performance of architect toxo igg reagent in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. A review of the device history record did not identify any nonconformances or deviations associated with lot 71072be00. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect toxo igg reagent lot 71072be00 was identified.

Event description:
The customer reported false reactive architect toxoplasmosis igg (toxo igg) results for a 34-week pregnant woman with a previous history of nonreactive toxo igg results. The patient received an iron infusion 3 weeks before the first blood collection on (B)(6) 2025. The following data was provided: on (B)(6) 2025 (ran on the architect i2000sr, (B)(6), toxo igg result = 0.18 iu/ml (nonreactive), toxo igm result = 0.08 index (nonreactive). On (B)(6) 2025: (ran on the architect i2000sr), toxo igg result = 0.22 iu/ml (nonreactive), toxo igm result = 0.10 index (nonreactive). On (B)(6) 2025 (1st blood collection) architect toxo igg result was reactive; repeated on (B)(6) 2025 = 13.6 iu/ml (reactive), architect toxo igm result = nonreactive, sample was run on siemens analyzer: toxo igg result = 0.0 iu/ml (nonreactive). On (B)(6) 2025 (2nd blood collection), architect toxo igg result = 8.7 iu/ml (reactive), alinity I toxo igg result = 8.7 iu/ml (reactive), roche elecsys toxo igg result = 0.12 (< 1 nonreactive), siemens toxo igg result = 0.0 iu/ml (< 8 nonreactive) . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06c19-25 that has a similar product distributed in the us, list number 06c19, with 510k/PMA/bla number k210596.

Event description:
The customer reported false reactive architect toxoplasmosis igg (toxo igg) results for a 34-week pregnant woman with a previous history of nonreactive toxo igg results. The patient received an iron infusion 3 weeks before the first blood collection on (B)(6) 2025. The following data was provided: on (B)(6) 2025 (ran on the architect i2000sr, (B)(6), toxo igg result = 0.18 iu/ml (nonreactive), toxo igm result = 0.08 index (nonreactive). On (B)(6) 2025: (ran on the architect i2000sr) toxo igg result = 0.22 iu/ml (nonreactive) toxo igm result = 0.10 index (nonreactive) on (B)(6) 2025 (1st blood collection), architect toxo igg result was reactive; repeated on (B)(6) 2025 = 13.6 iu/ml (reactive), architect toxo igm result = nonreactive. Sample was run on siemens analyzer: toxo igg result = 0.0 iu/ml (nonreactive). On (B)(6) 2025 (2nd blood collection), architect toxo igg result = 8.7 iu/ml (reactive), alinity I toxo igg result = 8.7 iu/ml (reactive), roche elecsys toxo igg result = 0.12 (< 1 nonreactive), siemens toxo igg result = 0.0 iu/ml (< 8 nonreactive) . There was no impact to patient management reported.